Event description:
It was reported that during a laparoscopic gastric bypass procedure, the long45a was used with a 6r45b reload, initial firing across the stomach. The stapler partially stapled and cut at the proximal end and only cut at the distal end. This area that, cut but no staples, is the area that was sutured closed. This added an extra 45 min. To the case. There was no pt consequence.